Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on the 9th october 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed all weekly auto self-tests up to the last log entry, prior to receipt at heartsine, on (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed an auto self-test, and the status led was observed flashing green. The device failed to power on via the on/off button. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device will not switch on.